Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product was not returned for investigation therefore no physical investigation was able to be performed. A complaint search was completed and found previous complaints for peg engagement issues that extended the surgical procedure. Previous investigations have found that patient anatomy and surgical technique can impact the peg engagement even if the product is within specification. This is discussed in (b)(4 and (B)(4) and is approved with an ifr (investigate further reduction) designation. Although the risk is considered acceptable per the rmr (risk management report), product development, quality and marketing are investigating ways to further reduce the occurrence of peg engagement issues. (B)(4) was opened on (B)(4) 2011 to determine if any additional actions may decrease the likelihood of peg engagement issues. Any root cause and/or corrective actions will be documented in (B)(4). Drill bit - drill bit was not returned for investigation. A complaint search was conducted and found 4 previous complaints for the drill bit breaking in vivo since 2006. In the same time frame there were over 11,500 plates sold. (B)(4). This is actually lower than the expected complaint rate in (B)(4). Depth gage - a complaint search was completed on sbdg (depth gage included in the s3 set) and found no prior complaints for this failure mode. (B)(4). This is in line with the expected complaint rate approved in (B)(4). Screwdriver - a complaint search was completed on fhds (screwdriver available in the s3 set) and found no prior complaints for fit between the screws and the driver. There were previous complaints for the driver stripping; however that was not stated in this case and it cannot be determined if the poor fit was due to a stripped driver since the product was not returned. (B)(4). This is in line with the expected complaint rate approved in (B)(4). Products were not returned for investigation therefore specific root cause for this case cannot be determined. However, (B)(4) was opened in (B)(4) 2010 to determine root cause for the peg engagement issues. All corrective actions for peg engagement issue are being tracked in (B)(4). All other issues listed in the complaint are within the expected complaint rate approved in the dfmea and there is no evidence that the product failed to meet product specifications. Therefore, no additional corrective action is required. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was delivered to surgery to address a proximal humeral fracture. During surgery, the surgeon had difficulty locking the pegs into the plate. The procedure was extended 1.5 hours. The surgeon also noted that the depth gage for the cortical screws seems undersized by 2mm. The drill bit broke in vivo and remains implanted in the patients humeral head. The surgeon also noted that the screwdriver hex is a poor fit with the pegs. Doi: (B)(4) 2011 (right side).